Event description:
This case was reported by a consumer, via a regulatory authority (FDA medwatch program), and described the occurrence of tingling of extremity in a pt who received super poligrip (formulation unk) and fixodent for denture adhesion. In 2000, the pt started super poligrip and fixodent (dental). At an unk time after starting super poligrip and fixodent, the pt experienced tingling of extremity, sore gum and product complaint of oozing. The pt stated that their gums hurt when they put dentures in their mouth. The regulatory authority reported that the events were disabling. Super poligrip and fixodent were discontinued. At the time of reporting, the events were resolved. The manufacturer's report number for this case is 9681138-2009-00100. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).